Event description:
During the surgical procedure, the harmonic curved shears insert broke and a part fell into the patient. The broken part was retrieved and the harmonic curved shears instrument and insert were removed and replaced. The planned surgical procedure was completed, however, the incident lengthened the procedure by 30 minutes. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The harmonic curved shears insert was returned along with the detached clamping arm. Inspection revealed no signs of significant damage or deformation to the clamping arm and the outer and inner tube shafts. The detached clamping arm was re-attached onto the harmonic curved shears insert and inserted into the harmonic curved shears instrument so that a functionality test could be performed. The instrument and insert functioned normally. Based on the evaluation results, no conclusion can be drawn regarding the cause of the clamping arm breakage.